Event description:
This is filed to report a torn clip introducer. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. When the first xt (lot:21109r1046) clip was positioned towards the valve, one of the grippers was not functioning. The clip was removed and a replacement xtw (lot: 30125r1085) clip was then attempted to be used. During insertion of the xtw clip into the steerable guide catheter (sgc), damage to the introducer was observed. The tip of the introducer was torn. A replacement clip was then used to successfully to complete the procedure, reducing mr to grade 1. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to insert (cds into sgc) could not be confirmed via returned device analysis. The reported clip introducer material torn was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported material split, cut or torn was due to the cds insertion into sgc without smooth transition. A cause of the reported difficult to insert (cds into sgc) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip referenced in b5 will be filed under a separate medwatch report number.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced in b5 will be filed under a separate medwatch report number.

Event description:
This is filed to report a tear in the clip introducer. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr). When the first xt (lot:21109r1046) clip was positioned towards the valve, one of the grippers was not functioning. The clip was removed and a replacement xtw (lot: 30125r1085) clip was then attempted to be used. During insertion of the xtw clip into the steerable guide catheter (sgc), damage to the introducer was observed. The tip of the introducer was torn. A replacement clip was then used to successfully to complete the procedure. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.